Event description:
User detected there was obvious resistance during first attempt, then retracted the needle from patient and found out the needle tip broken. User then changed to another same device to complete the biopsy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k142688. 1 unit of lot c1881454 of echo-hd-22-c was returned opened in its original packaging. The device involved in this complaint was evaluated in the laboratory . The returned device lab findings and observations can be referred through the attached files. The distal end of the needle was observed to be broken. Prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-c of lot number c1881454 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1881454 . The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the actual lesion was hard leading to the distal end of the needle to break. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the return and evaluation of the complaint device. The investigation was concluded on the 29-jul-2021, this supplement report will also include the investigation conclusions. Evaluation of the complaint device on 11-jul-2022: visual inspection: - distal end of needle examined and distal break approximately 7.1cm from tip of the sheath. Functional inspection: - sheath extender able to advance and retract with no issue - needle able to advance and retract with no issue.